Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the plunger of the syringe was sticky and got stuck during an epidural attempt. Patient experienced a wet tap.

Manufacturer narrative:
(B)(4). The customer returned one glass 5 ml lor syringe for investigation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were detected. A device history record (DHR) review was performed on the lor syringe with no relevant findings. The reported complaint of the syringe plunger stuck in the syringe barrel could not be confirmed based on the sample received. The returned syringe performed typically and the syringe passed functional testing. A DHR review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned syringe.

Event description:
The customer alleges that the plunger of the syringe was sticky and got stuck during an epidural attempt. Patient experienced a wet tap.